Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated carcinoembryonic antigen (cea) patient result was obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician (s). The same sample was reprocessed on the same instrument twice on the same aliquot well of the same instrument and twice on the primary tube. Lower results were obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant carcinoembryonic antigen result.

Manufacturer narrative:
MDR 2517506-2020-00177 was filed on 11-jun-2020. Additional information (26-jun-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated carcinoembryonic antigen (cea) result. Hsc evaluated the information provided and the instrument data files. Hsc recommended that the customer replace the reagent 2 (r2) mixer. After the r2 mixer was replaced, the customer was satisfied with the assay performance. The replacement of the r2 mixer is part of routine instrument maintenance. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h3 has been updated to reflect the device evaluation. Section h6 has been updated to reflect the hsc investigation.